Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports while in the hospital giving birth their blood glucose levels had decreased to below 70 mg/dl. The patient reports having a seizure after being in labor. The patient was treated with pain medication as well as glucose gel and intravenous dextrose. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.